Manufacturer narrative:
(B)(4). D10: medical products: item#: 802203202, femoral head 12/14 taper 32 mm diameter +0 mm neck length; lot#: 3013698 item#: 00811400210, femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length; lot#: 66791451. Item#: 00801102020, allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core store in cool dry place; lot#: 66791451. Item#: unknown, unknown cup; lot#: unknown. Item#: unknown, unknown liner; lot#: unknown. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty approximately two (2) months ago. Subsequently, the patient underwent a revision surgery approximately one (1) month ago due to instability.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. No problem was found with the reported cable. Cables are intended to stabilize structures, and cable can be used to secure fractures of the femur. Review of the usage sheets indicated that new hip components were implanted as intervention to the reported instability. As there were no additional trauma devices that would have been implanted to treat a potential bone fracture instability, instability of the joint will be investigated on the linked hip complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.